Event description:
It was reported by user facility medwatch# (B)(4) to this report, the "clip applier backfired clips." Case completed with another device of the same product code. No additional information available regarding issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what does event description the "clip applier backfired clips" mean? Please provide more detail regarding device issue that occurred. Did the device deliver a properly formed clip, malformed clip, or scissored clip? If malformed, what shape was clip? Did clip cut structure and if so, how was structure repaired? No, clip was still open. What vessel or structure was the device fired on at the time of the event? Bile duct which firing of the device did this event occur on? 1st. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? Yes, outside of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.